Event description:
It was reported that the right ventricular lead exhibited a pacing impedance anomaly. The lead was capped and replaced on (B)(6) 2017. No other information was reported or available.